Manufacturer narrative:
Additional information: d9. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. The hinge screw was broken off of the device, causing a side of the connector to be disconnected from the device. Root cause description the root cause could not be explicitly determined. A potential root cause could be due to excessive bruxism which could have caused the screw of the hinge to fall off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the upper right pin clasps was broken on a silent nite gl device. Additional information received reported that there was no harm or injury to the patient and no intervention was required.